Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, t1 and t2 anchors deployed at the same time. Backup device was available to complete the procedure. It is unknown if a delay occurred. However, no patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6; part of the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. The deployment needle is in the t1 pre-deployment position. Debris is in the needle track. A functional evaluation revealed the device would not function as intended. The deployment knob would function, but the deployment needle would not reset to the t2 pre-deployment position. The complaint was confirmed and the root cause was associated with a component failure. Factors that could have contributed to the failure include excessive force on the distal tip or debris build up preventing deployment retraction. No containment or corrective actions are recommended at this time.